Event description:
It was reported that the cast cutter was allegedly smoking during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During the device evaluation, the reported event of smoking was not duplicated. No failures could be found.

Event description:
It was reported that the cast cutter was allegedly smoking during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.